Event description:
It was reported that during testing prior to implant, there was a problem when retracting the helix. Further inspection noted a kink in the stylet. The lead was not used. No patient complications were reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found. It was noted that the stylet had a bend in it on visual inspection.